Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27m watchman flx laa closure device was implanted. Forty three (43) days post index procedure, a small, mobile thrombus was identified on the face of the closure device via transesophageal echocardiography (tee) at the 45 day follow up appointment. The patient was prescribed oral anticoagulants and was to undergo additional follow up on a future date.